Manufacturer narrative:
B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: customer claims band in the packaging is broken and unusable prior to opening product. No patient involvement reported.